Event description:
Additional information was received that the patient had no subjective symptoms. The arrhythmia caused diminished flow. The patient was noted to have frequent sinus arrhythmias prior to device implant. The causal relationship with the device was unknown but the arrhythmia was probably not device related. Direct current (dc) cardioversion was performed and the arrhythmia resolved.

Manufacturer narrative:
Section a1 and a2: corrected section b2: corrected section d1: corrected section d4: corrected catalog number and UDI. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) and continued to experience an arrhythmia on (B)(6) 2023 as reported under MFR #: 2916596-2023-08838, and a sustained arrythmia on (B)(6) 2023 as reported under MFR #: 2916596-2024-00506. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), (rev. A) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient developed sustained ventricular arrhythmia that needed dc cardioversion or defibrillation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).